Event description:
During the procedure, the surgeon had difficulty with disengaging the driver tip from the screw. The surgeon was concerned the attempts to disengage would cause a fracture of the bone bridge. Additionally, the driver tip would not release from the driver handle. The procedure was completed, and the time to disengage the screw from the driver added only 2-3 minutes to the procedure. This report is related to report numbers 3025141-2022-00119 and 3025141-2022-00121 which are for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The micro acutrak screw was not returned for evaluation. However, the medium ratcheting driver handle and quick release driver tip involved in this event were returned. Upon inspection, there was minimal wear seen on either returned part. The driver tip showed some minor scrapes at the quick release end. No other notable significant damage was observed. After receiving the returned products, the driver tip and handle were assembled. When assembled, the driver scraped against the sides of the driver handle connector. The driver was able to be removed a few times with this scraping present before it became stuck in the connector. With more significant force applied to the connector on the handle, the driver became dislodged. An additional sample of ht-0915 from the engineering lab was assembled with the returned driver handle and the same scraping and difficulty disengaging from the handle was observed. Without destructive testing it was not possible to observe the internal mechanisms of the driver handle and the potential cause of the connection/disconnection issue from the driver. Therefore, no definitive conclusion could be made.